Event description:
It was reported to boston scientific corporation on (B)(4), 2013 that a resolution hemostasis clipping device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip attached onto tissue and deployed. However, the clip got stuck and could not be removed from the catheter. The procedure was completed with another hemostasis resolution clip device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Pt age: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Additional device info: the customer provided the lot number ml000401c3, but it could not be confirmed if this was the lot number of the complaint device. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.